Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the foot pedal for this stockert generator was working intermittently during the prior few procedures. The stockert did not consistently respond to the foot pedal. Service was declined due to the fact that the device is no longer covered under warranty. The account had since purchased a new stockert generator along with a new foot pedal and carto 3 system. The old generator with its foot pedal is no longer in use. The device history record for stockert generator involved in this complaint serial number (B)(4) was reviewed. It showed that no reprocessing or test failure was noted during the manufacturing cycle. The device met all specified requirements prior to distribution.

Event description:
It was reported that during an avnrt procedure, the foot pedal for the stockert generator was working intermittently. The stockert generator did not consistently respond-- when pressed, the generator did not deliver rf energy. The start button had to be manually pressed to operate. No patient injury was reported.